Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt had complications approximately 7 days after the stent graft was implanted. It was reported that the pt was admitted to the hosp multiple times, ultimately resulting in renal failure, which required kidney dialysis. The pt expired 20 months post stent graft implant. No additional sequelae were reported.